Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8015 error code 800.8000 account name: (B)(6) medical center account #: (B)(4) asset name: 8015 pc unit, b/g v9.5 (leaded) asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: 8015 sn: (B)(4) customer was having this error code 800.8000 and he wanted to know how to clear it. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: explain to the customer that in order to clear that error code he would have to re flash the 8015 and then transfer your network configuration back to the 8015 then power cycle the unit and it will be working.